Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had an infection due to exposition of the open wound to skn and cutibacterium acnes, or staphylococcus aureus. The wound was inspected by a trained physician. The device was explanted and replaced with a new device and treated with antibiotics. It was indicated that there was an unusually high infection rate over the last few months involving four systems/battery pocket.